Event description:
Broken caps were found by the distributor during original receiving/inspection of the implants. No patient impact.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227 it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 171. H6: investigation conclusions code was added: 25. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant outer vial green cap was broken. The outer vial's tamper seal / ring was in a sealed condition. The reported event is confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1264580. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264580 for similar events and no other complaint was identified. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was inadequate design of cap and vial system. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event was confirmed. This is an ongoing issue which is currently being monitored. A CAPA has been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions.

Event description:
No additional event information received at the time of this report.